Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of dyspnea, worsening heart failure and mitral regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined in this event; however, the reported patient effects of worsening mr, heart failure and dyspnea are a cascading effect of slda. The reported difficult or delayed positioning and poor image resolution were due to patient anatomy (posterior flail and calcification of anterior leaflet). There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. Some difficulty was noted during grasping, due to the patient anatomy; however, two clips were implanted and mr was reduced to grade 2. On (B)(6) 2020, a follow-up transesophageal echocardiogram (tee) noted that a single leaflet device attachment (slda) had occurred, with one clip detaching from the posterior leaflet and remaining attached to the anterior leaflet (slda). Mr had increased to grade 4. The patient experienced symptoms of worsening heart failure, which included shortness of breath. At this time, no additional intervention or treatment has been performed. A second procedure will be scheduled, at a later date, with the plan to implant an additional clip to stabilize the detached clip. No additional information was provided.